Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer had an emergency room visit on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of vomiting and nausea. Customer's emergency room visit was due to high blood glucose. Customer was not admitted into the hospital and was released the same day. Customer was treated with insulin drip and IV fluids. Customer was wearing insulin pump at the time of emergency room visit. During troubleshooting, it was found that infusion set had some small air bubbles; alarm history showed a no delivery alarm and insulin pump failed high pressure test. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corners.